Manufacturer narrative:
The insulin pump was received with detached end cap, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and minor scratched lcd window. The insulin pump was unable to perform the basic occlusion test, occlusion test, prime test and excessive no delivery test due to detached end cap.

Event description:
The customer reported via phone call that the bottom of the insulin pump was detached and would not stick back in. The customer's blood glucose was 206 mg/dl at the time of incident. The insulin pump was returned for analysis.